Event description:
It was reported that during a da vinci-assisted surgical procedure, the wrist/shaft of the tip-up fenestrated grasper instrument was broken. Customer tried to remove it, but the shaft was probably bent and could not be removed from the cannula, so the cannula was removed as well. The doctor also explained to the patient that there was a possibility that the broken part of the wrist had fallen into the patient's body. Subsequently, the reporter, stated that he was unable to confirm the situation on the day regarding whether conversion would be performed or whether alternative instruments would be used until the end of the operation, and we are currently checking for more information. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that there was missing material at the portion of the device that enters the patient's body. The procedure was completed robotically. There was a delay in the procedure but it was reported as unknown. The instrument is available for return.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.